Event description:
Information was received that a smiths medical fluid warmer emits an air detection alarm continuously, interrupting the infusing of blood products. They were using a pressure bag, along with a different brand's fluid warmer as a substitute.